Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nac top was separated. The following information was received by the initial reporter with the following verbatim.

Manufacturer narrative:
It was reported that the caps are falling off. Customer was unable to provide sample(s) therefore the investigation was based on the six photos provided by the customer. A quality notification was sent to the manufacturer. From the manufacturer¿s investigation, the most possible root cause that generates the condition reported is dimension is out of specification due the core pins do not meet the specification. The inventory of the component was blocked on (B)(6), 2025 and a work order was created to correct some cores pin for the mold. Once the first shot is generated, the bd quality department will perform the dimensional inspection to ensure compliance. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.